Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy:" clips didn't close." Patient status:" fine".

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed the customer's experience with the device. The unit was disassembled for further evaluation and it was noted that an internal component had been damaged, causing the clips to not form correctly. The exact cause of the damage is unknown. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. Applied medical has recently implemented device enhancements which are intended to reduce the potential for this type of incident to reoccur. This document represents our final report.